Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii colonovideoscope. (B)(6) 2022. The scope tested positive for one hundred and ninety-six (196) colony forming units (cfus) of environmental bacteria. (B)(6) 2022. The scope tested positive for approximately one hundred and ten (110) cfus associated with skin and environmental bacteria. The customer was not aware of any contamination or any other serious deterioration.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Less than one cfu of a microorganism was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: - precleaning: performed suctioning and flushing. Detergent: not used. - manual cleaning: detergent: sekusept multienzyme. Brush: cook, ref dcb-dv-50 - manual high level disinfectant: not performed. - aer: olympus etd double. Detergent: olympus endodet. Olympus endoact. Disinfectant: olympus endodis - storage: olympus, edc plus. Storing vertically. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - distal end dents - bending section rubber glue worn out/chipped - bending section rubber glue cloudy - bending section deformed - insertion section scratched - foreign material adhered to insertion section - air/water cylinder mark faded - suction cylinder mark faded - switch button 1 rubber perforated however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.